Event description:
High impedance: rv defib lead impedance warning, programmed threshold 160 ohm, impedance 186 ohm. No action taken. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).